Event description:
New information received indicated that the right ventricular (rv) lead was explanted and replaced due to a fracture. The patient was in stable condition.

Event description:
It was reported that a patient's right ventricular (rv) lead insulation was abraded. No changes or interventions were reported. The patient condition was not known. Further information was requested but not yet received.